Manufacturer narrative:
(B)(4). On the day of the onset of peritonitis, the patient was treated in the emergency room with oral levaquin (dosage, frequency, and duration not reported). The administration of the oral antibiotic was given prior to the peritoneal effluent culture being obtained. On an unreported date in the month following the peritonitis onset, antibiotic therapy with ancef and fortaz was discontinued. After being hospitalized for eighteen days, the patient was discharged. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event is unknown. The patient was hospitalized for peritonitis on the same day. On an unreported date, the patient was treated with intraperitoneal (ip) ancef, ip cefazolin, and ip fortaz (does, frequency and duration not reported) for the peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Peritoneal dialysis therapy is ongoing. No additional information is available. This is report 1 of 3.